Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, after pre-dilatation using a non-bsc balloon catheter, the flextome¿ balloon was initially inflated at 14atm. However, upon second inflation, at 14atm for 30 seconds, it was noted that the balloon ruptured. The procedure completed with a different device. No patient complications were reported.